Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, lsm will reopen this complaint for further investigation.

Event description:
It was reported that on the outlet of the cassette tube, there was a hole where the patient parenteral nutrition leaked out. There was patient involvement, at the report it is stated the patient involved was an adult and also as per the report there was no chemotherapy, there was delay in therapy, and no reported harm. The patient suffered loss of nutrition to the outside and has not presented any signs or symptoms of infection.